Event description:
The hospital reported that while doing the evh procedure the vasoview hemopro 2 stopped generating power. The harvester troubleshot the issue by trying another extension cable, then adaptor, then another generator. None of these fixed the issue. Another vh-4000 kit was opened and worked as expected, the surgeon was able to finish the procedure. There was a short delay in trouble shooting and then opening another kit. There was no patient harm or injury, there was no portion of the device left behind in the surgical site. The harvester did not do a pre-procedure wet reytex test.

Manufacturer narrative:
Tw (B)(4) event site name exceeds character limitations: (B)(6). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.